Event description:
A male pt contacted lifecor customer support to report that one of his battery packs is not charging. Support requested a download which revealed a "battery charger fault" flag and a "runtime expired" flag. Support sent a pt services rep (psr) to the pt to replace the battery pack.

Manufacturer narrative:
Device eval summary: device eval battery pack has been completed. One battery pack would not work because there was an unk substance inside the battery pack. One of the cells was corroded. The battery pack was scrapped. The root cause of the battery pack not charging was this unk substance. No adverse event occurred due to the defective battery pack. The pt received a replacement battery pack.